Manufacturer narrative:
Additional information has been received which was not included with initial report. The information has been provided in h6 (hecc,heic)and h10 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cardiac arrest, diabetic ketoacidosis, loss of consciousness treated with an IV insulin drip (intravenous insulin infusion), hospitalization overnight stay, and emergency room visit. The customer stated the possible under-delivery anomaly and the retainer ring damage. The customer reported a blood glucose value of 600+ mg/dl. The customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) unomedical, mmt-332a, unk_paradigm, mmt-1780kl. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer reported high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return was required for unomedical. No product return was required for mmt-332a. No product return was required for unk_paradigm. No product return was required for mmt-1780kl.